Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a pt with a corneal abrasion in the right eye eight days following photo refractive keratectomy (prk). The pt reported a foreign body sensation. In a follow up with a technician, she indicated the pt was prescribed sodium chloride hypertonicity eye drops on the date of the event. She also reported the corneal abrasion could have been related to slight epithelial basement membrane dystrophy (ebmd) or the pt rubbing her eyes. The optometrist was not sure. The pt was seen on (B)(6) 2014 and the corneal abrasion had resolved. The pt was to continue the eye drops for 4 weeks.